Manufacturer narrative:
The suspect device/component will not be returned for evaluation. Therefore, no root cause could be determined. However, the event log shows that an that xdcr tests were performed and all passed. Performed xdcr cals, turb diff press transducer failed at 60 cmh2o. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available

Event description:
The customer reported to vyaire medical that low ve (low minute ventilation), low pip (peak inspiratory pressure) alarms occurred on vela ventilator when the ventilator was powered on. The customer confirmed that another ventilator was provided and there was no patient harm associated with the reported event.